Event description:
It was reported that during a laparoscopic gastric bypass procedure, the first five firings were uneventful with normal staples formed. The surgeon wanted to close the enterostomy of the small bowel anastomosis with a white reload. The firing trigger was pulled back; a loud strange noise was heard with the first stroke. It was still possible to complete the second and third firing stroke. The knife went forward in a normal fashion. But after that the jaw of the stapler did not open. The manual release handle was pulled back all the way several times without any result. Stapler was still blocked- closed on the small bowel. A resident who was also present in the or came up with the idea of placing an orthopedic chisel at the back of the stapler just behind the place of the manual release handle. They managed to force the chisel into the staples and broke it open. When the device opened the gearbox wheels went into normal position and the jaws of the device opened. The stapler could be removed from the small bowel. The surgeon noticed that the staples were formed normally. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results showed that one ec60 device was returned with the shrouds opened with a fully fired reload loaded on the device. The firing mechanism was noted to be damaged as the knife was noted to be in the home position and the three stroke indicator was between 2 and 3; therefore no functional test could be performed. The device was disassembled to verify the condition of the internal components and the release button and several idler gear teeth were noted to be damaged, in addition the idler gear and indicator gear were noted to be desynchronized. This is consistent with partially engaging the anvil release button inadvertently after closing the device but before firing. This causes the release button to partially engage with the indicator gear. When attempting to fire, significant resistance will be felt as the release button is blocking the path of the indicator gear rotation resulting in the indentation of the anvil release button. If the firing stroke is continued past this point, the idler gear can get damaged and get out of synchronization as the indicator gear does not move due to the interaction with the release button. Furthermore the indicator gear pushes into on the release button, resulting in damage or breakage of the release button post clearing the path of the indicator gear and being able to continue with the firing stroke. Once the gears are not synchronized the device will not open as the position of the indicator gear has to be home in order for the device to open.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.